Event description:
During product evaluation, failure code 814:04 was found in the pump's event history on channel c. There was no patient injury or medical intervention necessary according to the hospital representative.